Manufacturer narrative:
Device passed the displacement. Device received with cracked case display window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl, 230 mg/dl, 334 mg/dl, 495 mg/dl. The customer took manual injection and blood glucose went to 80 mg/dl. The insulin pump was cracked at top right corner going to casing. The customer also stated that the reservoir lip ring was not damaged. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.